Event description:
Complaint reported that the casters brakes ok but wheels are spinning. No injury alleged.

Manufacturer narrative:
Technician found the bed in bed shop. Casters will brake, but wheels spin. Replaced the casters to resolve this issue.